Event description:
A clinical supervisor reported that during vitreo-retinal surgery, the system displayed a message indicating that the laser controller power was over the limit. The system was exchanged and the surgery was completed with no harm to the pt.

Manufacturer narrative:
The customer did not request service. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined. (B)(4).